Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: complaint history from january 1, 2008, to october 1, 2024, was reviewed for reports of knee infections. The sales data for all glenoid components was used to calculate a complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. A review of the sterile certificates and/or final endotoxin reports could not be performed because serial number(s) were not provided and the original surgery invoice could not be located from a search of exactech's surgery data. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. H6: investigation type, findings, and conclusion codes updated. The following sections were corrected: h6: investigation type 4118, findings 3233, and conclusions 11 no longer apply.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side; and then experienced a hematoma that was drained 1 month post-operatively. Subsequently, the patient has now experienced an infection. As a result, approximately 4 months after initial replacement, the patient underwent the first stage of a right shoulder revision with the explant of devices and implantation of antibiotic spacer. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-01-42 - equinoxe reverse 42mm glenosphere. 320-15-02 - rs glenoid plate sup aug, 10 deg. 320-15-05 - eq rev locking screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. The reported event was unable to be confirmed due to limited information being available. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Review of limited information concerning the implantation surgery and patient medical history did not identify any surgical or patient factors that could have caused or contributed to the reported infection. A review of manufacturing records could not be performed as the lot/serial information of the product involved in the event was not available. A definitive root cause was therefore unable to be determined. Infection is a known surgical risk, as outlined in the product IFU. A complaint history review was performed and found that incidents of reverse shoulder replacement infections are within expected rates. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.